Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh e/x (device #2). An additional emdr was submitted to represent the bard/davol composix mesh e/x (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x (x2) on (B)(6) 2006 and (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had revision surgery on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x (x2) on (B)(6) 2006 and (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had revision surgery on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device #1). Per op notes, "a composix e/x mesh (device #1) was placed and sutured." (B)(6) 2007 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of composix e/x mesh (device # 2). Per op notes, "the previous mesh (device #1) had pulled away and a composix e/x mesh (device # 2) was placed and sutured." (B)(6) 2017 - patient was diagnosed with mesh erosion into the bladder thereby underwent removal of mesh (device #1 & #2). Per op notes, "two pieces of mesh (device #1 & #2) were dissected and removed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the mesh - composix e/x (device #2). An additional supplemental emdr was submitted to represent the mesh - composix e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.